Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced tingling and disorientation. The cgm was reading in the 90s mg/dl and the blood glucose reading was in the 20s mg/dl. The patient self-treated with glucagon (gvoke hypopen) and carbohydrates and recovered after treatment. There was no documentation of further medical intervention. At an unspecified time during the event, the cgm reading was 145 m/g/dl while the bg was 118 mg/dl. At the time of the report, the patient was feeling fine and normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c and a zone of the parkes error grid. No additional patient or event information is available.